Event description:
Patient was seen for follow-up two days post-implant. Cxr confirmed lead dislodgement. Lead was explanted and replaced; physician requested a new lead, expressed concerns about tissue being stuck in the helix. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.